Event description:
Case description: this spontaneous report was received from a polish health care professional and concerns a 43-year-old female patient. She was injected with 2 syringes of radiesse into the zygomatic areas, pogonion, chin and preauricular (off label use of device), in (B)(6) 2025. A total of 0.2 ml was injected via bolus deep on bone at the chin (pogonion). The remainder diluted at a 1:1 ratio, and injected symmetrically in the preauricular, chin, and zygomatic areas (product preparation issue, off label use of device). The patient was injected with bocouture into the glabella, horizontal forehead lines, crows feet, depressor anguli oris muscle, mentalis muscle and for a lip flip, in (B)(6) 2025. She had hashimoto¿s disease for many years, with antibody levels remaining stable, without treatment. She was chronically taking ozempic. She was very slim and claimed she was never obese. She reported having diabetes for several years but did not know the type. She never used insulin, which raised concerns. The patient denied having undergone any procedures, which raised significant doubts. In (B)(6) 2026, after the radiesse injection, the patient experienced progressive drooping of the corner of her mouth, drooping of her entire upper lip, and swelling around her eyes. She reported that the symptoms were worst in the morning, but then her facial expressions practically returned to normal during the day. On (B)(6) 2026, the patient reported significant swelling of both upper and lower eyelids. A consulting neurologist did not exclude a possible association of symptoms with calcium hydroxyapatite injection and recommended neurovit, thiogamma, nivalin and novabrain. On (B)(6) 2026, at a follow-up visit, all treated areas were painless, smooth, with no detectable nodules, on palpation. A mixture of hyaluronidase and collagenase (pb serum drain and smooth) were administered in the chin and upper lip regions, using a cannula. The patient reported no improvement. Due to the provided information, the outcome of the events was considered as not resolved. Follow-up information was received on 29-jun-2026: batch number was ambiguously reported as 8071m5k1. Lot search and brr cannot be performed due to incorrect lot number. The patient suffered from insulin resistance. The neurologist who examined the patient prescribed neurovit, thiogamma, nivalin, and novabrain. On (B)(6) 2026, the patient came to see another health care professional. On palpation, all areas were painless and smooth. No thickening was felt under the fingers. A mixture of hyaluronidase and collagenase (pb serum drain+smooth) was administered via a cannula to the chin and upper lip areas. The patient reported no improvement. The outcome of the events remained unchanged. The neurologist who examined the patient did not rule out a connection between her symptoms and the radiesse injection.

Manufacturer narrative:
Assessment and investigation by merz: as the lot number was not available, a batch record review and case search on the reported lot could not be performed. A review of trending for radiesse did not identify any trends (q4-2025 radiesse product family trending reports, (B)(4), (B)(6) 2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious as the events were ongoing since (B)(6) 2026, the patient received comprehensive treatment and outcome was reported not resolved. The events do not match with the injection sites of radiesse, and occurred distant from the injection site. The events occurred 4 months after treatment with radiesse, which is a long latency, but possible. Injection site swelling (serious) and facial paralysis (serious) are expected based on the currently valid EU instructions for use (IFU) of radiesse and can occur after treatment with radiesse. Off label use of device and product preparation issue are coded for formal reasons only. An injection into pogonion, chin and pre-auricular area as well as a dilution of 1:1 is not an approved indication for radiesse based on the ru IFU. In this case, strong confounding factor includes the injection of bocouture into the glabella, horizontal forehead lines, crows feet, depressor anguli oris muscle, mentalis muscle and for a lip flip, in (B)(6) 2025, which is even after injection of radiesse and prior to event onset and injection sites of bocouture are closer to event localization as well as her chronic ozempic intake. However, according to the neurologist, a possible association with radiesse cannot be excluded. Causality for the events is assessed as unlikely related to the treatment with radiesse based on incompatible local relationship and long latency between event onset and injection of radiesse and more likely related to the treatment with bocouture. This case is assessed as serious with the serious events injection site swelling and facial paralysis because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment and investigation based on follow-up information received on 29-jun-2026: brr and lot search cannot be performed due to incorrect lot number. However, routine trending for radiesse did not identify any trends (q4-2025 radiesse product family trending reports, (B)(4), (B)(6) 2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. The outcome of the events remained unchanged. Causality for the previously assessed events remains unchanged as unlikely related to the treatment with radiesse. This case remains serious with the serious events injection site swelling and facial paralysis because treatment was deemed necessary to prevent a permanent damage.